Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 4 devices were received for evaluation; 4 events were confirmed during testing, 3 devices were found to be affected corrosion in the trigger area of the device, 1 device was found the trigger lock was interfering with the safety bar action within the trigger assembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device was not able to be put into safe mode, a condition in which the device has the potential to run unintentionally. There was no patient involvement; no patient impact.